Event description:
It was initially reported that the patient's lead was replaced due to lead discontinuity, but no further details were provided at that time. The device has been returned to the manufacturer for analysis, but has yet to be performed. Good faith attempts to obtain additional information are currently in progress.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.